Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was treated with unspecified antibiotics for the event. The patient was eventually discharged from the hospital and reported to have recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). At the end of the same month as the onset of peritonitis, the patient was discharged from the hospital and was determined to be recovered on the same day . Should additional relevant information become available, a follow-up will

Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in 1980. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.